Event description:
New information received notes that the right ventricular lead was explanted. The patient condition was stable.

Event description:
Related manufacturer reference number: 2017865-2022-50493, related manufacturer reference number: 2017865-2022-50496. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead the atrial (ra) lead and the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.